Event description:
Reportedly, on the day of surgery an acute appendix was removed with endo gia universal 30 2.5. Staple row was placed and was okay. Post-operatively secretion were noticed in the drainage. A second operation was performed, where it was noticed that the stapling row opened and a second operation had to be performed. A greater incision was needed and purse string suture used to complete.